Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent; dissection requiring medical intervention. Device issue: dislodged stent. It was reported that the stent dislodged from the stent delivery system (sds) in the coronary close to the target lesion. The dislodged stent repositioned and deployed in the target lesion using two different balloon catheters at which time a dissection occurred. Two stent from another company were then deployed within the dissection for treatment. The patient is reported to be stable; however, remained in the hospital overnite for additional observation. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusions summation - product performance engineering reviewed the incident information. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting. Unfortunately, without the device to examine, no determination can be made as to the root cause of the reported discrepancy.